Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arises again, which the customer acknowledged and understood.